Event description:
Patient called to report adverse event involving her essure implant she received in 2015. Patient stated since she had essure implanted, her monthly cycles have become irregular and heavier. Patient also stated she was diagnosed with a rare neurological disorder called increased intracranial hypertension which causes ringing in her ears, dizziness, and vision loss. The patient said she has been hospitalized due to her neurological condition. Patient also reports being tired all the time and has increased cramping around her ovaries. Patient stated that she is retaining a lot of water, and her pms is much worse. Patient said she never had any medical problems prior to getting essure.